Manufacturer narrative:
This is a follow up report to a medwatch submitted under manufacture report number 9617229-2023-03520. This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Patient reported left side device rupture, diagnosed by ultrasound. Patient's representative additionally reported "symptoms of breast implant illness", such as dizziness and strong headaches, as well as depression and anxiety due to device recall. Later reported "patient came complaining of several problems. They have been having fatigue, hair fall, depression, heart palpitations, vertigoes. Since the implant has occurred in 2016, there were several cases of headache, vertigoes, loss of weight with no clear cause...patient suffers of anxiety/depression for the damaged implant and the risk of having silicone in their body." Also reporting heavy metals via blood analysis. The device remains implanted.